Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure. While the medical records state the patient experienced "nagging pain", it appears the pain is related to the patient's endometriosis. There is not indication of the bard flat mesh contributing to the issues experienced post implant. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: on (B)(6) 2004 - patient was diagnosed with full thickness rectal prolapse and underwent a two part procedure including a cystoscopy and a laparoscopic assisted "marlex mesh" repair of rectal prolapse. On (B)(6) 2007 - the patient had an md office visit and was evaluated for complaints of "constant nagging" pain with intermittent sharp increasing pain. Ultrasound showed cysts: however, pain is primarily issue. Diagnosis is possible endometriosis.